Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test dop114-830. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.

Event description:
The customer reported via phone call that lost sensor signal alert and sensor updating. The customer also reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 79 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The customer's current blood glucose was 252 mg/dl. The customer's insulin pump was reading 100 mg/dl and 200 mg/dl and then came down to 49 mg/dl. Customer states the issues occurred on (B)(6) 2018 and his blood glucose at the time was around 190 mg/dl. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis. The sensor was returned for analysis.